Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's battery pack is not holding a charge and that when placed in the charger, the defective battery pack light was on. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not hold a charge) has been confirmed. Upon receipt the battery pack was nonfunctional in both a charger and a monitor. The cause for the nonfunctional battery pack is a corroded pca board. The root cause for the corroded pca board cannot be positively determined but is likely ingress of an unknown liquid. No adverse event resulted from the corroded pca board. The patient received a replacement battery pack.